Event description:
Device returned to MFR with report of "reservoir volumes are not always accurate." Follow up with physician revealed pt experienced episodes of poor pain control alternating with excess effect- "intermittent overdose." Pump residual volumes found to be short on multiple times, examples given- expected 6ml-found 2.5ml and another time 2ml short. Pump has been replaced in 2002. Pt had some of same symptoms but with dietary adjustments feels better. Pump functioning accurately to date.